Event description:
Patient had a ptca with use of 2 cypher stents for ptca and stenting of the proximal left anterior descending (95% stenosis) and stenting of the inferior branch of the obtuse marginal (95% stenosis). Patient did well post procedure, except for some shortness of breath, and was discharged two days after the procedure. Two hours post-discharge, while sitting at his computer, the patient expired. It is not known if the patient was accepted by the medical examiner or if an autopsy was performed, but none by this facility as he was not transported here.